Manufacturer narrative:
Result: the pet lock was intact. The introducer sheath and coil were detached from the pusher assembly. The proximal constraint sphere was intact in the distal detachment tip (ddt). The sr wire was fractured and protruding from the ddt. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pc400 coil was broken. Evaluation of the returned device revealed the introducer sheath and coil were detached from the pusher assembly, likely due to the fractured sr wire. A fractured sr wire typically occurs due to improper handling during removal from packaging. If the pc400 coil is manipulated forcefully at an angle during removal from the packaging hoop, damage such as this may occur. Pc400 coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, a pc400 coil was found fractured and was not used. The procedure successfully continued using a new pc400 coil.